Manufacturer narrative:
(B)(4). The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked case near reservoir window, missing end cap sticker and cracked case near display window corners noted during visual inspection. All buttons function properly. No button error alarms noted. However corroded keypad traces were noted during visual inspection. No frozen screen or failed battery test alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a failed battery alarm and keypad anomaly on the insulin pump. The customer¿s blood glucose level was over 4.1 mmol/l at the time of the incident. The customer stated that the buttons were not held down for more than three minutes and no response to button when pressed. The customer was advised to remove pump and revert to back-up plan. The insulin pump will be returned for analysis.